Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than eight (8) years since the subject device was manufactured. Based on the investigation results, foreign material came out of the nozzle, but the foreign material could not be identified. The legal manufacturer confirmed there was no deviation from the reprocessing steps. Specification with the obtained information of the root cause of the remaining foreign material could not be determined. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3 preparation and inspection¿ describes the methods for detection. Chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention.¿ olympus will continue to monitor the field performance for this device.

Event description:
It was observed during device evaluation that the gastrointestinal videoscope had foreign material in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.